Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery during a bolus attempt. The patient's blood glucose at the time of incident was 400 mg/dl. The patient changed her infusion set and bolused. The no delivery alarm was resolved by a complete set and reservoir change. The reservoir was not returned for analysis.